Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel and thiomersal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: intrauterine device until (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhoea"), abdominal pain ("abdominal pain "), vulvovaginal pain ("intense shooting pains in the vagina"), renal pain ("pain in the kidneys"), arthralgia ("pain in the joints"), fatigue ("fatigue"), tachycardia ("tachycardia") and post procedural complication ("allergic reaction from staples after surgery "). The patient was treated with surgery (essure removal). Essure was removed on 28-may-2019. At the time of the report, the allergy to metals, menorrhagia, abdominal pain, vulvovaginal pain, renal pain, arthralgia, fatigue, tachycardia and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, fatigue, menorrhagia, post procedural complication, renal pain, tachycardia and vulvovaginal pain to be related to essure. The reporter commented: to close the wounds from the intervention, they placed surgical staples (one of the components of which was nickel) causing an allergic reaction for which she had to go back to the emergency room for their removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to nickel and thiomersal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to nickel and thiomersal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: intrauterine device until (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhoea"), abdominal pain ("abdominal pain "), vulvovaginal pain ("intense shooting pains in the vagina"), renal pain ("pain in the kidneys"), arthralgia ("pain in the joints"), fatigue ("fatigue"), tachycardia ("tachycardia") and post procedural complication ("allergic reaction from staples after surgery"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, menorrhagia, abdominal pain, vulvovaginal pain, renal pain, arthralgia, fatigue, tachycardia and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, fatigue, menorrhagia, post procedural complication, renal pain, tachycardia and vulvovaginal pain to be related to essure. The reporter commented: to close the wounds from the intervention, they placed surgical staples (one of the components of which was nickel) causing an allergic reaction for which she had to go back to the emergency room for their removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to nickel and thiomersal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.